Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in malaysia. This is related to (FDA audit-observation #7 from fei (B)(4)). Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate.

Event description:
Note: the actual date of event is unknown, so the date used was the date we became aware. This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(6) on 15th dec 2011 from toray medical co ltd for product 2 way standard sec foley catheter size 14x10. Customer complaining: "impossible to deflate the balloon".